Event description:
It was reported that the patient dropped the ilet device, resulting in a cracked screen, and a replacement device was shipped while the original was waiting for return. Symptoms included no reported changes in blood glucose or device alerts. Outcomes included continued therapy without interruption or hospitalization. Investigation included collection of user feedback and coordination for device return. Investigation of this device revealed physical damage to the device¿s display consistent with accidental impact, with no reported effect on device performance. It was concluded, based on previously established findings for similar reports, that the cause was user-induced accidental damage.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.